Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unknown error codes, battery died without an alert and buttons were difficult to press. Customer stated that insulin pump had shot or squirted insulin from infusion set during priming and had to rewind more than once per reservoir change, louder during rewind and had unexplained or random no delivery alarms. Customer stated that insulin pump new batteries were lasting less than 7 days, failed battery test and rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.